Event description:
The customer reported that the system will not save images and that images are missing.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the hard drive and reloaded the software and calibration files. The system is now operating as intented.